Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that the base is bending when the lift is being used. The dealer states that the back right caster bolt was loose and is bending. The dealer also states that the front u shape of the lift is now bent and one tire is not touching the ground at all. The dealer has no further information to provide.